Manufacturer narrative:
Analysis was able to confirm the customer comment that the stylus was in need of calibration and the overlay/xy board connection was reseated and then the stylus was recalibrated to the touch screen. It was ensured that the stylus stayed calibrated after the programmer was turned off and on and it was also opened and closed several times. The hard drive was reloaded, and updated software. - programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was in need of calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.